Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the duodenum to treat a duodenal obstruction during an endoscopic ultrasound (eus) gastroenteroanastomosis procedure performed on (B)(6) 2025. During the procedure, the distal flange was released but did not expand. A guidewire was inserted to maintain access and enable stent exchange, and the procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a duodenal obstruction during a gastroenteroanastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat a duodenal obstruction during a gastroenteroanastomosis procedure.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: investigation summary: with all available information, boston scientific corporation concludes that the reported event of stent first flange failure to expand was confirmed. The stent returned partially deployed with the handle in the 2nd position of the deployment steps, but with the distal flange not fully exposed, and it was not able to be fully expanded after functional testing. The stent was only able to expand slowly once placed in a warm water bath and manually manipulated with slight hand pressure. Stent expansion rates can be affected by compression, time, temperature, and humidity. Slower expansion is most common in larger stent sizes because they undergo the greatest compression within the catheter delivery system. As diameter increases, the stent is packed more tightly, which influences how it behaves once released. All stent sizes may show variation based on the degree of compression during loading. Larger diameters require more compression, smaller ones less, but any size can be impacted. Higher compression can temporarily reduce the unconstrained opening dimension compared to manufacturing specifications, resulting in slower initial expansion until the stent reaches its intended shape. The additional observed event of sheath kinked was likely caused from procedural factors, such as excessive force and/or manipulation of the sheath. It was reported that the axios stent was intended to be implanted to treat a duodenale obstruction during a gastroenteroanastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat a duodenal obstruction during a gastroenteroanastomosis procedure. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent with electrocautery enhanced delivery system was received for analysis in a partially deployed state. Deployment had been attempted, as indicated by the handle being in the 2nd position of the deployment process; however, the distal flange was not fully exposed. The outer sheath appeared retracted based on the slider position and partial flange exposure, and a kink was observed near the luer. X-ray images showed the proximal portion of the stent near the ro marker, suggesting the stent had shifted proximally relative to the sheath. During deployment, slight resistance was reportedly felt when retracting the slider. At the 4th position, the stent was slowly released; however, once fully deployed, it did not expand. No braid twists were noted. When placed in a warm water bath and gently manipulated with light hand pressure, the stent was able to expand fully to its intended shape. Labeling review: a labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Risk review: a risk review was completed and confirmed that the events of "stent first flange failure to expand" and "device use of device issue - misuse" were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is cause linked to device but unable to trace more specifically. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the duodenum to treat a duodenale obstruction during an endoscopic ultrasound (eus) gastroenteroanastomosis procedure performed on (B)(6) 2025. During the procedure, the distal flange was released but did not expand. A guidewire was inserted to maintain access and enable stent exchange, and the procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a duodenale obstruction during a gastroenteroanastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat a duodenale obstruction during a gastroenteroanastomosis procedure.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the duodenum to treat a duodenale obstruction during an endoscopic ultrasound (eus) gastroenteroanastomosis procedure performed on (B)(6) 2025. During the procedure, the distal flange was released but did not expand. A guidewire was inserted to maintain access and enable stent exchange, and the procedure was completed by replacing and using another of the same device. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be implanted to treat a duodenale obstruction during a gastroenteroanastomosis procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted to treat a duodenale obstruction during a gastroenteroanastomosis procedure.